Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate broke post-operation. The surgeon implanted the implant on (B)(6)13. Post-operation x-rays were taken and the surgeon noted a hair-line look-a-like crack on one side of the plate. The patient did not complain of any pain. The patient recently returned to the surgeon with pain at the operation site. Upon taking x-rays, results showed that the plate was indeed broken and required a re-plating. The surgeon removed the broken plate and re-plated the patient on an (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. Additional evaluation was conducted. The report indicates that the lcp is made of pure titanium (ticp, grade 4). The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp is in compliance with the international standards iso 5832-2 and astm f67 for implants made of pure titanium. The dimensions of the investigated lcp were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate is 17.53mm and the thickness is 5.26mm. Macroscopic lines of rest are documented (fragment 1, part a) and are a sign for a fatigue failure. When examining the fracture surfaces (part a and b) of the first fragment of the lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the inside of the plate hole at the upper side of the lcp and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed a sizeable area of structural breakage appearance (crystallographic oriented fatigue fracture) and some fatigue striations. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Documented mechanical damages close to the initial fracture zone (part a) assembly result from the explantation. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending, axial and torsional loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The lcp could not resist the applied force which finally led to the material overload/ fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis.